Event description:
It was reported during a laparoscopic cholecystectomy while using an er420 the clip applier was firing clips that were malformed. The device is being returned with some of the clips as samples. There was no consequence to the pt.

Manufacturer narrative:
Jaw tips skewed. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, misaligned; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .220 and lockout functional, yes. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips and with three scissored clips. No conclusion could be reached as to how this damage occurred. The instrument was cycled and scissored the clips due to the misaligned jaw tips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.